Event description:
We discovered, that one of the pumps - smiths medical medfusion model 3500 smart pump - out of about 200 inspected so far, would not accept our pharmacy, drug data set, in its memory. We returned the pump to smiths/medfusion for repair and they responded that the pump contained the wrong mother-board. It seems that, smiths/medfusion had received from their mother-board supplier, some miss-marked mother-boards of 64k memory rather than the 128k memory required. They reported that they had received over 60 miss-marked such boards and installed them during manufacture of the pumps, and that 12 had been included in the shipment sent to our hospital. We have found 3 of the 12 units identified with the help of smiths/ medfusion. They identified by serial number, the pumps that received the miss-marked mother-boards. The other pumps with the wrong mother boards have been sent to other locations, and smiths/medfusion has begun to inform them. We have not yet introduced the pump to the hospital staff for use. We found the problem during the check in process and acceptance testing in biomed.